Event description:
After treatment with cosmoplast below lower eye lids, the patient developed an allergic reaction. Itchy and redness around the eyes. The physician prescribed oral allegra and topical calodril as needed.